Event description:
The customer reported that their central nurse's station (cns) primary display is glitchy, looks fragmented, and is unreadable. No harm or injury was reported. This cns was monitoring bedside monitor's (bsm's) at the time.

Manufacturer narrative:
Additional device information: concomitant medical device: the following devices were used in conjunction with the bsm's: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni.